Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the camera head had an e224 error (communication error). There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation the device was returned to regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost, coating on the cable unit is peeled off. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation on cable unit, there is no scope ID data causing the error 224. Because coating on cable unit is peeled off, water tightness is lost. A definitive root cause could not be identified for the loss of water tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.